Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the power supply was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation.the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
An in-center hemodialysis user facility reported an event of a hemodialysis machine powering off during treatment. A reset of the machine was attempted by pressing the reset button on the back of the machine, however, the unit remained non-functional. The patient's arterial line was rinsed back, however, 200cc was left in the circuit and not returned to the patient. During follow up with the clinic's charge nurse, the patient care technicians (pct) did not feel comfortable using the machine's manual crank to return the blood due to concerns of potential clotting that may have occurred while the blood sat in the lines. The patient was switched to another hemodialysis (hd) machine and successfully completed treatment with no further issues. Following this event, the 2008k2 hd machine was pulled from service for evaluation. Reportedly, the 6.3 amp slo-blo fuse blew out and was replaced. The patient was asymptomatic the entire time; no patient adverse effects were experienced and no medical intervention was required as a result of this event. Although requested, no further information has been made available by the biomedical engineer at the user facility.